Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector (j2)on lcd board unlocked. Unable to verify for motor error alarm, no reservoir alarm or no delivery alarm due to unresponsive keypad/button. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.